Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis while performing automated peritoneal dialysis (apd) therapy. The breach in aseptic technique was further described as ¿the patient didn¿t follow correctly the instructions based on the home choice manual (connection and disconnection procedure, bag connection, the alarms) and didn¿t clean the hands correctly.¿ on an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for peritonitis. The patient will be retrained in aseptic technique. The patient¿s recovery status and action taken with apd therapy was not reported. No additional information is available.